Manufacturer narrative:
Investigation type: eitan medical investigated the pump and its event log. Investigation findings: the complaint was not confirmed. According to the event log, the pump infused within accuracy specifications. Conclusion: according to the event log, the pump infused within accuracy specifications. Eitan medical requested the pump to be received for investigation. When received, the pump will be tested, and the test results will be presented in a follow up report. This reported event occurred outside of the us on a device that is similar to the one marketed in the us and for which there is no data in gudid. Device's premarket submission number: k192860.

Event description:
This complaint was reported by a customer from united kingdom. A delivery issue was reported. No human harm or medical intervention was reported as a result of this event.

Event description:
The complaint was reported by a customer from the UK. Delivery issue.

Manufacturer narrative:
This reported event occurred outside of the us on a device that is similar to the one marketed in the us and for which there is no data in gudid. Device's premarket submission number: k192860.

Manufacturer narrative:
Investigation type: eitan medical investigated the pump involved in this event. Investigation findings: the complaint was not confirmed. The pump infused without any irregularities, and no indication of under delivery was observed. Conclusion: the pump infused without any irregularities, and no indication of under delivery was observed.

Event description:
This complaint was reported by a customer from united kingdom. A delivery issue was reported. No human harm or medical intervention was reported as a result of this event.

Event description:
This complaint was reported by a customer from united kingdom. A delivery issue was reported. No human harm or medical intervention was reported as a result of this event.

Manufacturer narrative:
N/a. Eitan medical has conducted multiple attempts to receive the pump for investigation. However, the pump was not provided by the customer. As a result, a comprehensive investigation of this event could not be conducted. If the pump is provided by the customer, an investigation will be conducted, and the investigation's findings will be presented in a follow up report. This reported event occurred outside of the us on a device that is similar to the one marketed in the us and for which there is no data in gudid. Device's premarket submission number: k192860.